Event description:
It was reported that when using the bd pyxis¿ es server patients were not flowing from the electronic medical record, even though the server was up and running. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were gaps between server services and had access errors. A technical support specialist (tss) investigated an issue where patients were not appearing in pyxis and patient encounter system (pes) access errors were occurring. Initial review showed message gaps between the electronic medical record (emr) and pyxis, with no remote support service (rss) or external messaging errors. When the issue reoccurred, tss identified that internet information services (iis) and job scheduler services were down due to structured query language (sql) server services not running after a recent reboot. Sql services failed because of permission issues and were restored by changing the service logon, after which pes access and data flow resumed. Further review identified that some emr messages contained missing or incorrect facility codes, causing intermittent processing delays. Message flow later normalized, no further service interruptions were observed, and the customer confirmed the issue was resolved and requested case closure. The system functioned as intended after the technical support specialist troubleshot the device.